Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: unknown; no information has been provided to date.

Event description:
It was reported that the device had an error code: system failure. There has been no report of patient involvement (injury unknown) or no observable clinical symptoms or a change in symptoms identified in the patient.